Manufacturer narrative:
The complaint database was also reviewed.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly per "noninvasive expandable endoprostheses used for limb salvage of lower extremity malalignment bone tumors in skeletally immature patients: fourteen patients with minimum 2 year follow-up:" calvert, george (femino) page 54 of 2013 msts annual meeting there were 2 amputations due to infection.